Event description:
It was reported that the sensica device had a note "turned off, could not get past puck sense". Representative inspected the device, and it would reset either during boot up or during the setup. Representative stated that the device had a broken gold pin on the load cell .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sensica device had a note "turned off, could not get past puck sense". Representative inspected the device, and it would reset either during boot up or during the setup. Representative stated that the device had a broken gold pin on the load cell .